Manufacturer narrative:
13 retained samples were tested, among which 10 catheters could be smoothly removed after wetting for 30s, while the other 3 were slightly sticky. The supplier checked the solution preparation records for the lot no 24b07401, and no abnormalities were found. Lot # 24b07401 passed the outgoing inspection with no abnormalities. The investigation team concluded that there were no issues in the production and inspection processes. It is speculated that the severe stickiness of the catheter may be due to the hydrophilic coating principle, which forms a thin water film after absorbing moisture to enhance lubricity. If exposed to high temperature and high humidity environments during transportation, it may cause adhesion between the catheter and the single use packaging. Root cause: the sticking is possible cause by environmental factor (high temperature or high humidity) during transportation or storage. No abnormality found in manufacturing process. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports "catheters sticking to packaging after bursting water sachet. Consumer is new to cic and new to this product in general this has been his first full order. He said many of these work very well for him but he has found some with concerns in 2 boxes -qty (B)(4) affected in 1 box he used up and qty (B)(4) in another (he is only about a quarter through it) that the catheter is very much sticking to the packaging after bursting water sachet. He has not checked if they were stuck even prior to bursting water sachet. He said he bursts the sterile water packet and then ensures the water runs all over the catheter to activate it which takes him about 30 seconds prior to use. He said on the 7 he is reporting, the catheter will stick to the packaging, he is not sure if it is sticking to the plastic or paper side although one time, he said he said a piece of the paper came with it. He said he has to pull hard from the funnel end, holding the bottom part of the packaging to get them out. He is not sure in which location they were stuck to the packaging on all of them he is reporting but he said when he started paying attention, recently they seemed to be sticking near the center. He said some are only slightly stuck and others are so bad, as he described the one with the paper piece that came off with it as he tugged it off - those are unusable and he has not used the 6 he found like this. He only used 1 to cath with that was slightly stuck, he was able to get it to "pop out" with a tug but overall, just didn't feel as comfortable as all the others. No harm reported. Again, he has not used anymore he has found like this even if slightly stuck."

Manufacturer narrative:
Device 1 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.